Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had an error in the motor was detected by reading unexpected value from hall sensor alarm. No harm requiring medical intervention was reported. The customer was unable to perform rewind. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected rewind anomaly or pump error 43 anomaly noted during testing. (B)(4).